Event description:
It was reported, the insulin pump kept alarming no delivery. Customer attempted to do a complete set change and alarm continued. Cannula was not bent. Customer had to discontinue use of the device and revert to back up plan. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.